Event description:
It was reported that the device was slowly migrating out of its pocket and threatening to perforate through the skin. The device was repositioned. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.